Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the customer stating that after putting contact lens on the right eye, the right eye had terrible pain and redness, vision got blurred and burning sensation started. It was extremely difficult to get the contact lens out from the eye. After some time, liquid started to gush down from the right eye. The eye became extremely sensitive to the light and eye was hard to open. After seeking medical attention consumer was diagnosed with corneal ulcer. Consumer was prescribed with unknown eye drops. The current condition of the consumer¿s eye is symptoms improving. Additional information has been requested but not yet received. As per new information received. The consumer was prescribed with prednisolone one percent eye drop with frequency of three times per day.